Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery (rca). During preparation, as the protective sheath was removed from the 4.0x24mm liberte bare stent delivery system, the stent dislodged. It had come off the balloon with the protective sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/07/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.